Event description:
A malfunction alarm was reported, identified by code malf 9, and occurred without any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood by the customer.